Manufacturer narrative:
Submit date: 12/27/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding pump. The customer reported issue: not working, missing outlet. During triage, broken hinge pins were found.

Manufacturer narrative:
This complaint was filed in error and is not deemed a reportable event. If information is provided in the future, a supplemental report will be issued.